Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The necessary manufacturing history was not provided to review. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results. PMA 510(k): - this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k945028.

Event description:
It was reported patient underwent an initial total knee arthroplasty on (B)(6) 2016. During the procedure, the tibial tray was loose and luxating to the front. The bone cement was adhered to the bone but not the implant. The surgeon completed the procedure with another tibial tray. This resulted in a sixty (60) minute delay in the procedure.